Manufacturer narrative:
Qc was within established ranges before the event and customer has not had any issue with qc recently. A field service engineer (fse) was dispatched and replaced multiple hardware components. The fse performed product verification testing (pvt) and qc with good results. A clear root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high total protein (tp) results generated by the unicel dxc 600 pro synchron clinical systems for four patients. The samples were retested and repeated results were lower for all four patients. The results were not reported out of the lab. No change to patient treatment has been reported.